Event description:
It was reported that during the implantation of a right t2 alpha retrograde nail, the nail came off the jig, resulting in stripped threads. A second instrument was obtained from another hospital. Surgery was completed successfully with a delay of approximately 150 minutes.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Please note the correction to d9/h3 as the device was not returned for evaluation. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case. H3 other text : device disposition unknown.

Event description:
It was reported that during the implantation of a right t2 alpha retrograde nail, the nail came off the jig, resulting in stripped threads. A second instrument was obtained from another hospital. Surgery was completed successfully with a delay of approximately 150 minutes.